Manufacturer narrative:
No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis result for the el5ml instrument found that it was returned empty and locked out; in addition, the orange indicator did not show up completely. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the instrument would not fire. Used a new instrument to comeplte the case. No delay to the procedure reported. There was no patient consequence.